Manufacturer narrative:
Na

Event description:
The international customer reported the ventilator would not power on via ac power. The ventilator was not in use on a patient, therefore, there was no patient harm or involvement. The respironics service technician evaluated the device and confirmed the reported complaint. Service evaluation found that the snubber pcb on the ventilator power supply had heat related damage. The service technician replaced the power supply to correct the problem. Extended self testing was completed and the unit passed per operating specifications.